Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient was at the grocery store and began feeling dizzy. She checked her cgm reading, which was 90 mg/dl. No bg meter comparison was taken. The patient then passed out, fell, and hit her head twice. Despite there not being a set of bg/cgm comparison values reported, the patient alleged an inaccuracy as her cgm value did not match her symptoms. The patient stated a witness gave her 2 glasses of juice and 2 tablets of glucose. After treatment, the patient began to feel better. The patient then went to the ER (it was not specified who took her). At the ER, the patient had some cuts on her (location not specified) from her fall. She was treated with a tetanus shot. It was not specified how long the patient was in the ER prior to discharge. The patient was ¿feeling better¿ at the time of report. No data was provided for evaluation. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.